Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the reverse locking mechanism was blocked. It was further determined that the device failed the following pre-tests: general condition, check the attachment coupling, check cannulation, check attachment coupling with attachments, check reverse locking mechanism, check function of soft mode switch (safety system), check triggers for forward I reverse mode and check for untrue running. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the compact air drive device would not work in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.